Event description:
It was reported that during a a field service activity , a metal piece connecting the force bipolar instrument broke. The break angled out and the instrument could not be removed from the trocar. The trocar was removed with the instrument from patient. The broken piece on instrument was pushed down to get out of the trocar. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the force bipolar instrument had a damaged/broken part on distal end. The instrument was inspected prior to use. The issue was identified during procedure. The reported instrument did not collide with any other instrument or tool during procedure. The issue was resolved by removing instrument and trocar from the patient. No fragment fell into the patient. The instrument was sent to isi for evaluation. No photographic images were available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have one bent grip at the grip base causing them to be misaligned. The grips were not found to be cracked. The instrument was rubbing against the conductor wire causing tip not move smoothly. Additional observation not reported by site: the instrument was found to have a segment of the conductor wire dislodged at the distal clevis appearing loose causing the grip tips not to open and close correctly. A loop of the wire protrudes above the outer surface of the distal clevis. The wire insulation was damaged and the instrument passed the electrical continuity test. The conductor wire was exposed. Components adjacent to the dislodged wire do not show damage. Additional observation not reported by site: the instrument was found to have damaged conductor wire insulation at the distal clevis. There was no fragmentation of the insulation, and the internal conductor wires were exposed. But not frayed or broken. The instrument passed the electrical continuity test. The complaint regarding a broken metal piece connecting to the grasper being damaged was confirmed by failure analysis.